Event description:
It was reported that during a left kidney procedure on (B)(6) 2014, the surgeon drilled and implanted the anchor and it pulled out. A second anchor was used and it also pulled out. Competitor product was used to complete the procedure. It is unknown if new holes were drilled.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-09263 / 09264).